Event description:
The customer reported her blood glucose reached 440 mg/dl less than 24 hours after the pod was activated. She stated the cannula was bent and the pod was discarded.

Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.